Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. D2b: additional medical device type: fpa. E1: initial reporter addr 1: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using the bd vacutainer® push button blood collection set, dark foreign material was observed in the sealed packaging in 50 units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 6 photos for investigation. The evaluation of the photographs shows evidence of side pierced sleeve, fm inside the blister pack, packaging defects and empty blister pack pouches. 50 retained samples were visually inspected, and no empty pouches or deformed packaging was found. Additionally, no foreign matter or side pierced sleeves were found. A review of the device history record indicated a quality notification was raised for this issue. However, product was dispositioned according to procedure and lot passed all in-process and final quality checks for lot release. This complaint has been confirmed for the indicated failure modes: damaged, empty/missing, foreign matter, and sleeve function. No definitive root cause could be established for the reported defects. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using the bd vacutainer® push button blood collection set, dark foreign material was observed in the sealed packaging in 50 units. No adverse impact was reported regarding the patient or user.